Manufacturer narrative:
G4: 17sep2019; b4: 20sep2019. The field service engineer replaced the flow sensor to address the issue. The issue has been resolved, the device has been tested, and the device now functions as intended. The gas delivery system (gds) was received for evaluation. There were no signs of damage or contamination during visual inspection. The part was installed onto a test ventilator for testing. After testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported o2 concentration out of specification. There was no patient or user harm reported.